Event description:
It was reported that: the catheter was noted to have deformities and bends on it. The issue was identified prior to inserting into patient. There was no patient harm or consequence.

Manufacturer narrative:
(B)(4), the actual device was not returned; however, the customer provided one video for analysis. The complaint of a kinked catheter was able to be confirmed by the video. The video shows a PICC in the clinical setting with a compression/kink in the middle of the body, however, a complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage." Without the device to evaluate , the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: the catheter was noted to have deformities and bends on it. The issue was identified prior to inserting into patient. There was no patient harm or consequence.